Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) confirmed all pockets were not registering on bus. So, the fse replaced the drawer controller, but the issue was not resolved, so returned to the original drawer controller back into place. Fse replaced module controller and tested ok in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer not detected on bus. The customer stated that they were unable to take the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.